Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. It is unknown what the vacuum source used was and the vacuum pressure before the procedure and during placement. It is unknown if any lubricant was used to facilitate the capsule placement. The delivery system and the capsule will not be returned to given. The physician is not clear to what caused the failure to attach